Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. The pump was returned in an inoperable condition and the pump failed to power on during testing. Examination revealed that the audio bolus button was missing; there was evidence of moisture ingress with extensive corrosive damage to the internal components of the pump. The complaint regarding the pump overheating could not be duplicated during investigation.

Event description:
A family member reported that the rubber cover of the audio bolus button was missing and the pump was exposed to water during the patient's bath. After this episode, she noted that the display screen was blank and the pump felt hot; she said that the pump made a loud clicking noise. The family member denied other cracks, tears, or holes in the pump, the battery cap is secure, and there is no visible moisture in the battery compartment. When she rebooted the pump, she reported audible noises and nothing appeared on the display screen.